Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. Microscopic inspection of the device header revealed a hole in the ventricle ring seal plug. The ventricle ring & tip capture washers for the setscrews were distended, this results from the setscrew being backed out too far and without a correct or working wrench. The ventricle terminal blocks and lead barrels revelaed signs of contamination. Electrically the device functioned within specification.

Event description:
Boston scientific crm received information that during the routine device changeout procedure, difficulty loosening the setscrews of this pacemaker was experienced. A green torque wrench was used. The right ventricular lead had to be cut to remove the device. The device was returned for analysis. No adverse patient effects were reported.